Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) for evaluation. In the quotation inspection of olympus repair center the following was confirmed; the reported phenomenon was reproduced. The image sensor of the device was damaged. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. If additional information becomes available, this report will be supplemented.

Event description:
The customer noticed that the screen went black and no endoscopic image was displayed when the device was facing down. There was no report of patient injury associated with this event.